Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.